Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface was lost suction during lasik surgery in right eye of the patient. There are multiple related reports for this facility. This report addresses the unknown patient right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause is user handling. The reported product was not received at the investigation site for evaluation. No failure analysis is required even if the reported product is returned, as the root cause has been identified during logfile review. No technical root cause could be identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing the foot pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).